Event description:
On (B)(6) 2013 it was reported that the patient was referred for a full revision surgery due to high impedance. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance (dcdc 7) on both system and normal mode diagnostics at a recent appointment. Diagnostics were reported to be within normal limits (B)(6) 2012. The patient was not having any adverse events or complained of any trauma or precipitating factor that might have contributed to the high impedance. Follow-up indicated that the patient did not have their generator turned off, x-rays will not be taken and there is no surgery planned at this time. Instead they are going to monitor seizure activity and have device replaced if there is an increase. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator and lead replacement due to high impedance and end of service. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Analysis of the explanted generator was completed on 05/28/2015. The generator was confirmed at end of service (eos) as result of normal battery depletion. The depletion was an expected event as determined by the battery life calculation and battery voltage measurement. The generator performed according to functional specifications; there was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Analysis of the explanted lead was completed on 05/29/2015. Lead discontinuity was confirmed. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Based on the lead analysis, it is believed that stimulation was present for a certain period of time as evidenced by observation of the presence of metal pitting. Analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity and pitting on the (-) unmarked connector pin the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.